Manufacturer narrative:
(B)(4). Batch # n5722e. The following information was requested but unavailable: to clarify the use of the word "locking" in the event description: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Device analysis: the analysis found that one ec45a device was returned was returned with no apparent damage with an ecr45b cartridge reload present. The cartridge reload was received partially fired 1/10. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not closed. No functional test was performed due to condition of the device. While no conclusion could be reach as to how the knife was partially advanced, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number n5722e, and no non-conformances were identified.

Event description:
The echelon flex 45mm stapler showed resistance to the trigger during initial manipulation of closure made by the physician's instrumentator. In this manipulation it was verified that the trigger was locking when closing. It was oriented by the sales representative to remove the reload and redo the test of closing and simulation of stapling without the reload in the device, being verified the resistance in the trigger at the time of closing and stapling. The first ecr45b reload was inserted into the stapler with difficult closure, and at the time of the first stapling, the surgeon was only able to trigger once, locking it (the trigger). The doctor then tried to open the jaw and redo the procedure with the same reload, without success, because the stapler was locking at the time of stapling. The stapler was changed trying to use the same reload; however, the initial trigger ended up damaging the reload, and the surgeon could no longer use it. That is, the intercurrence of resistance and failure in the stapling trigger of the echelon flex stapler ended up leading to the deviation of an ecr45b lot r40f1k from the same kit. With the change of the stapler and the reload, the procedure was continued, without intercurrences. No adverse event was reported to the patient. Procedure: gastroplasty